Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
The procedure was to treat a 95% stenosed and calcified lesion in the left anterior descending coronary artery. A 3.5 x38mm xience sierra stent delivery system (sds) was advanced to the lesion, however it failed to cross due to the anatomy. Resistance with the anatomy was felt during removal. The stent struts were noted to be damaged. A 3.0x23mm xience alpine and a 3.0x28mm stent were implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.